Event description:
It was reported that the user experienced intermittent continuous glucose monitor signal loss and brief sensor issues during the day while using a dexcom g7 with the ilet system, after which cgm readings resumed and no further alerts were present. Symptoms included no reported injury or adverse physiological effects. Outcomes included no medical intervention, no emergency treatment, and no hospitalization. Investigation included troubleshooting and education provided by support personnel regarding expected temporary signal interruptions and monitoring for additional alerts. Investigation of this case revealed no reproducible device malfunction, with transient communication interruptions consistent with known cgm connectivity or sensor brief-issue behavior; no ilet pump hardware or software failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was user-environment or transient cgm communication variability without ilet device malfunction.